Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. Unable to verify low battery alarms due to no button response. No blank display during testing. No damage found on the lcd isolation tape noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, broken belt clip slot, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 161 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.